Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reev2078 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported there was resistance for removing the guidewire and the patient was transferred to another unit for its removal through a surgical procedure. No other information provided.